Event description:
It was reported that pump with malfunction code 19 and fault ID 0x208a experienced an issue that was not resettable, and no notable events occurred before the malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer used backup insulin pump to maintain insulin delivery while customer technical support arranged replacement pump.